Event description:
It was reported this elderly patient on peritoneal dialysis (pd) had the pd catheter (not a fresenius product) revised on (B)(6) 2021. Additionally, it was reported the patient had 20 unknown alarms with the fresenius cycler on 13/jun/29021 and experienced negative ultrafiltration in drains 2/3 for two months. There were no recorded injuries due to the reported issues. In additional follow-up, the patient's pd nurse confirmed that on (B)(6) 2021, the patient underwent revision of the pd catheter which is not a fresenius product. The nurse also confirmed subsequently on 13/jun/2021 the patient had 20 unknown alarms on the cycler. However, the nurse stated the patient did not experience any adverse effects. The nurse also confirmed the patient did not have any adverse effects from the reported ultrafiltration issues and was able to compete all pd treatments. The nurse indicated the cycler will be replaced since the patient continues to have alarms during treatment. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).